Event description:
Customer reported having delivery issues with his insulin pump. The customer also reported having a high blood glucose of 400 mg/dl. The customer stated he saw his blood glucose rising and changed his infusion set. He also changed his insulin and his blood glucose continued to rise. The customer stated he had treated his high blood glucose with an injection. Troubleshooting found the drive support cap appeared to be normal. Insulin was also able to exit the tubing with a manual prime. The alarm history revealed a no delivery alarm had occured. The customer stated his cannula was not occluded or bent. His insulin pump also passed the high pressure test. The customer stated the no delivery alarm was resolved by an infusion set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).